Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s symptoms reappeared within the week following implant. There are no external factors explaining the problem. The consumer was see by the hcp, an impedance check was done, and found impedances greater than 4000 ohms on all combinations. The hcp decided to re-operate on (B)(6) 2017 and realized the lead had been disinserted from the implantable neurostimulator (ins). He tried to reinsert it and screwing the screw was stuck in the thread. This blockage prevented the good fixing of the lead and therefore leads to the systematic removal of the lead. The hcp decided to replace the ins with another and the problem was solved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the ins setscrew backed out too far. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the following settings were used: 2+1-, 2v, 210 us, 14 hz, and cycling was turned off.